Manufacturer narrative:
(B)(4). D10 - medical product: unk femoral component catalog # unk lot # unk. Unk articular surface catalog # unk lot # unk. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2024-00032. H3 other text : remains implanted.

Event description:
It was reported patient is experiencing unknown issue post implantation. X-ray review indicated tibial dislocation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates there is lateral translation of the tibial component causing dislocation and osteopenia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.